Manufacturer narrative:
(B)(4): (inflammation): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a skin cancer lesion excision procedure on (B)(6)2010 and suture was used. The patient returned for suture removal on (B)(6) 2010 and there was severe irritation at the incisional line. The sutures were removed and a topical steroid was prescribed for the reaction.